Event description:
It was reported that the health care professional (hcp) was not able to interrogate this pacemaker device with the programmer. It was noted that the patient was not seen for the follow-up since this device was implanted in 2013. Technical services (ts) recommended to have the device replaced if there was no magnet response. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the health care professional (hcp) was not able to interrogate this pacemaker device with the programmer. It was noted that the patient was not seen for the follow-up since this device was implanted in 2013. Technical services (ts) recommended to have the device replaced if there was no magnet response. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted as part of normal battery depletion.